Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, version: 2.1.0: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that while navigating during a case the system spontaneously flashed a black screen with a 1-800 phone number on it, seemed to reboot itself, then showed the login screen. After logging in, staff were able to proceed with the case without further issue. There was a less than one hour surgical delay. There was no impact on patient outcome.

Manufacturer narrative:
H2, h3, h6) a software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that in the reviewed logs it was observed from the case that spontaneous reboot was observed. From the application logs, it was observed that a coredump was created on reported date on the service startdigital3dfluoroservice where the stack trace was pointing to the function typedsharedmemoryptr (). User has made transitions from selectprocedure->instruments->acquireimages->navigation and the issue was observed during navigation. Due to this issue system would have rebooted itself. This issue ws consistent with the following known software issue. Analysis found that the issue was related to the software. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.